Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set came apart at the point where the tubing attaches to the white twist clamp. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.